Manufacturer narrative:
Exact date unknown, event occurred 3 to 4 weeks from (B)(6) 2021 visit.

Event description:
It was reported that the patient had increased swelling and tenderness around the scs (spinal cord stimulator) with mild edema and redness but it began to go down. It was also reported that the patient was experiencing pain and discomfort at the ipg site and was no longer receiving adequate pain relief. The patient underwent an ipg replacement procedure wherein an MRI capable ipg was implanted. The patient was doing well and the explanted ipg will not be returned.